Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).